Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/07/2017 with the following findings: a review of the black box showed no power issues. The battery cap was able to attach securely to the pump. The battery cap height and width were found within specifications. No damage was found to the battery compartment or the battery cap. The pump powered on normally with no alarms. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no power issues occurred. The pump was opened to find no damage to the power circuit. No defects were found to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment cap was unable to be secured and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.